Event description:
As reported by hospital in another country, during cerebral surgery, an air leak was noted from the fitting of the 12" pressure monitoring line. The device was replaced and the procedure completed. There was no air injection or patient injury. The used device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been received by the MFR, a device failure analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.